Event description:
It has been reported to philips that the azurion system was not booting up. The system was not in clinical use when the issue was identified. There was a power issue at the user facility, however, after the power restored, x-ray was not possible. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Review of the system log file showed that frontal detector malfunction. Fse analyse the system and found that the issue was due to tripped main power circuit breaker at the wall electrical panel. Upon troubleshooting , fse found that x-ray was not possible due to missing 24vdc supply to the frontal detector. To resolve this issue, fse replaced pdu fantray and dcps. After the replacement the system was returned to use in good working order. Evaluation method code was corrected.